Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the sales rep that the pump was having a high-pressure issue during a knee scope. From the beginning of the procedure, the pump was making some sort of abnormal noise; however, outside of that, the pump seemed to be working properly. The knee became somewhat rigid and inflated; at this point, the surgeon was unable to flex the joint. The surgeon massaged the leg to dissipate the excessive fluid. The procedure was abandoned without remedy; the pt was kept for observation for several days, and is still without repair. Questions are out to the rep for further detail. [This statement is per phone follow-up with the rep].